Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 had failed. A field service engineer (fse) inspected all the controllers, found it was not even on indications and one of the controllers likely was causing the whole drawer to stay offline. The fse only had two more drawer controllers left and replaced both instead of taking a chance and causing my remaining one to fail if the troubleshooting went poorly. The failed drawer controller was causing the module controller to fail. Both drawer controllers and the module controller were replaced for the drawer 2.1 and 2.2 module and the unit was reconfigured to resolve the issue. The fse also tested and verified functionality using fixes test application. The customer also inventoried the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2.1 was failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.